Event description:
On 18th august 2025, it was reported by a distributor via email that for 2 units of ar-3600-2, fibertak¿ suture anchor with #2 fiberwire® cl (double loaded), the fibertak tip was broken during atfl repair fibula site insertion. 2 anchors tip had the same issue. This was detected during use in an atfl repair procedure on (B)(6) 2025. The procedure was completed successfully with a third fibertak. The ar-3600nd-2 was used to drill the hole repeatedly. No fragment was left inside the patient. The bone density test is not a standard protocol for atfl repair case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.